Event description:
Our country (B)(4) was contacted by a vns treating physician reporting that they had a pt with high lead impedance. X-rays were reviewed by the treating physician but not provided to the MFR for review. Reported that no cut or discontinuity was noted. The pt went to surgery and did not have any vns products replaced. It was reported the pin was fully inserted in the header of the generator, no lead breaks noted and reported the situation became normal after working with the resistor assembly. It is likely the lead pin reinsertion resolved the high impedance or the set screw was not fully tightened.